Event description:
Child had bilateral bone anchored surgery on (B)(6) 2014. Parent reports that right side implant as being loose and mobile. Pt use in physician's office where it was observed that implant was loose and was removed. Revision surgery is to be scheduled at a later date.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of mfg or component failure.